Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps stand was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the blurry image: although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: tjf-q290v operation manual [chapter 4 operation_4.3 using endotherapy accessories] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt forceps stand. There was no patient involvement.